Event description:
Pt had the catheter placed 2/9/93. She noticed redness approx 24 hrs after the IV was placed. This was treated with hot packs on suggestion of the home health agency. She noticed swelling and erythema on 2/14. The IV was discontinued; however, her left arm had extensive erythema from the wrist to 5 cm distal to the shoulder. It was exquisitely tender over the entire inner aspect up to the axilla. There was a palpable cord near the antecubital fossa. She had a temperature of 100 to 101. On 2/16 the picture was somewhat improved but she still had tenderness along the course of the basilic vein and it was felt this represented a septic phlebitis. She was taken to the operating room, where she had excision of the basilic vein.